Event description:
Information received indicates product inspection prior to use found the header bag seal was ruptured, resulting in an opening in the bag seal. Since products in this bag are sterilized, the sterility barrier for the product was deemed compromised. No report of illness or injury has been received. The product was changed out with no patient involvement.